Event description:
It was reported that the surgeon implanted a cq2015 three piece collamer lens in 2007, and when the pt returned later in the year, he complained of vision problems. The surgeon dialated the eye and observed a opacity on the lens. The lens was removed in 2008, and replaced with another same model lens. The reporter indicated the pt is doing fine now.

Manufacturer narrative:
Eval codes, results: visual inspection of the returned product showed that there was a substance on the optic and a tear by one of the haptics.